Manufacturer narrative:
The reported events of high pacing threshold and suspected insulation damage was confirmed and isolated to internal insulation abrasion noted at 7.5-7.9 cm from the distal tip. The reported event of high pacing lead impedance was not confirm as the lead impedance test could not be performed due to procedural damage to the lead.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed the patient¿s right ventricular (rv) lead had high capture thresholds, high impedance and the physician suspected insulation damage. That patient was asymptomatic. The rv was explanted and replaced. The patient was stable throughout the procedure.